Event description:
The patient's home health nurse drew a sample of the patient's blood first thing in the morning (fasting state) to take to the lab. The result was 59 mg/dl. The patient then tested on their meter and obtained a result of 87 mg/dl. They felt hypoglycemic at the time of testing so they had a spoonful of honey. They obtained the lab result the following day. Between the tests there was intervention that would be expected to change the blood glucose. The test strips were in good condition, codes matched and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient did not have any control solution to test. A replacement meter is being sent.